Event description:
It was reported that, "surgeon asked for screws, scrub opened packet surgeon was concerned that package had been pierced by screw and could be compromised."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR# 9616680-2009-00480.